Event description:
It was reported that the speed could not be reduced. A 1.25mm rotalink plus was selected for use. During the procedure, at first ablation, the device stalled. After checking pressures and connections, during a new attempt, it was noted that the rotation remained at 260k rpm, not obeying the regulation to reduce it. The procedure was completed with a different device. No complications were reported and patient was stable post procedure.

Manufacturer narrative:
Returned product consisted of the rotablator rotalink plus atherectomy system. The burr catheter was received attached to the advancer unit. A non-boston scientific guidewire and balloon catheter were returned with the device. The advancer, handshake connections, sheath, coil, and burr were visually and microscopically examined. Inspection of the device presented no damage or irregularities. Functional testing was performed by attempting to rotate the drive shaft and the drive shaft was able to rotate. Then functional testing was performed by connecting the rotablator advancer to the rotablator control console system. When the foot pedal was pushed, the advancer was not able to run, so it did not get any speed and a stall error was displayed on the console. In order to determine the cause of the device stall, destructive testing was performed, in which the advancer was dismantled and the components inside the advancer were inspected. No damages or irregularities were identified and the cause of the stall could not be determined.

Event description:
It was reported that the speed could not be reduced. A 1.25mm rotalink plus was selected for use. During the procedure, at first ablation, the device stalled. After checking pressures and connections, during a new attempt, it was noted that the rotation remained at 260k rpm, not obeying the regulation to reduce it. The procedure was completed with a different device. No complications were reported and patient was stable post procedure.